Event description:
An injury was alleged to have been sustained in 2006 when she claims to have fallen from a care products 740 sling gurney. She sustained a femur fracture. It was claimed that the locking mechanism on the right side of the gurney likely failed.

Manufacturer narrative:
Our insurance agent was contacted and they were going to send out an adjuster. Over the nexy several weeks we keep in contact with direct supply to try & find out what exactly happened. They stated the facility did not give them any more information. On 5/15/06 I sent another e-mail to direct supply and requested the above information. I was advised that the facility had not given us any information. On 6/19/2006 we contacted the insurance company to try and find out what was happening and we were advised that an engineering firm had been retained to examine the 740 sling gurney.